Event description:
Films have been received and evaluated. The angiogram image during suprarenal stent and stent graft deployment was not provided (only a single pre-deployed delivery system image was provided) therefore a complete evaluation of the entanglement event could not be performed. The loaded stent graft appears to be normal. Completion angiogram images show that 2 of the suprarenal stents (likely adjacent) are crossed, and the proximal end of the graft is not at the same plane. There is a proximal type 1 endoleak present. The aortic neck angulation is mild and does not appear to have contributed as there is little biasing of the delivery system to either side of the neck. The post-implant cta shows that there is still entanglement of two adjacent stents. From the films provided the cause of the entanglement could not be determined.

Manufacturer narrative:
(B)(4) inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (angulated aortic neck), device failure/lack of effectiveness related to patient condition (angulated aortic neck).

Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The renal arteries were identified with about 20 degrees of cranial cordal angulation on the c-arm. The physician was deploying the bifurcated graft by the IFU down to the stub leg. The nose cone was advanced and the supra renal started to become exposed and was released, it appeared that two of the supra-renal springs had become crossed. The delivery system was torqued and advanced into the supra renal aorta and the nose cone closed. When the delivery was torqued and pulled down through the supra renal fixation it was catching, which repeated the next time that this step was performed. It was felt the decision was made to put a molding balloon into the supra renal fixation and inflate it which would hopefully release the springs. The gate was cannulated an ab46 balloon it passed through it and inflated in the supra renal fixation, while it was inflated the delivery system was brought back into the stent graft without it catching. It did still look like the two springs were crossed. The rest of the procedure was completed and the completion angiography showed a proximal type 1 endoleak which was believed was being caused by the springs being crossed and the fabric being "ruched" below these two adjacent springs. The neck was extensively ballooned and further angiography showed that the leak had become a lot less than before the ballooning. An on table CT scan was also performed and it appears that the endoleak had gone and also that the springs were now uncrossed. The stent graft entanglement was corrected. The patient is fine.